Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device was implanted. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the circulator in the operating room removed the tyvek sheet off of the top of the outer blister tray. At this time, it was recognized that the inner blister had lodged and become stuck in the outer blister. The scrub tech used hemostats to grab the opposite corners of the inner blister to remove it. There was concern that there would be a contamination risk with the possibility of the outer blister coming into contact with the inner blister of the sterile field itself."